Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative (rep) regarding a patient. The rep reported that the patient is having intermittent shocking in different parts of their body, and they feel like the implantable neurostimulator (ins) is turning on and off by itself. The rep stated that the patient has checked the ins with their programmer, and the programmer confirms that the ins is still on. They indicated that the patient is getting coverage to their affected areas. The rep stated that there is a ¿deformation¿ at the patient¿s lead placement site. They added that the patient has had significant weight loss (from 174 to 120 pounds), and they also have a c-spine disc problem. The rep stated that impedances are around 1000-2000 ohms when checked on various reference electrodes, and the healthcare providers office is going to perform imaging. They noted that the patient falls every day, but they noticed a change in their therapy after they fell on concrete last month. Technical services reviewed potential troubleshooting options. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
Product ID 977a260 (B)(4) implanted: (B)(4)2015 product type lead product ID 977a260 (B)(4) implanted: (B)(4)2015 product type lead due to the additional information received, the patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2018-oct-16 reporting that impedances were tested at the ins site and lead site to mimic "shocks." The consumer later stated that the shocks were happening during position changes. The hcp explained that the patient had a large spinal canal and the leads were able to move closer to/further aware from the cord which caused the sensations of increased intensity or shocks. Due to the patient's loss of 25 lbs they were seeing a tension loop in the spine pocket. Per the hcp, the patient was placed on hd therapy at "preperception." The manufacturer representative followed up with the consumer after 1 week and they were feeling great without any events related to it being on and off or shocks. After further discussion, the patient was expressing normal sensation to increased sensation with position changes. They were instructed to turn off the ins and note any episodes of it turning on/off spontaneously. The patient has not experienced any events since. The issue was resolved. It was confirmed that the weight loss, lead site deformation, and c-spine problem were all unrelated to the device or therapy. No further complications were reported.